Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue, the 'ok' button was allegedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2015 with the following findings: on investigation the alleged button issue was duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was intact. All the buttons were unresponsive and removal of the keypad cover found contamination under all the button contacts. Unrelated to the keypad button issue, it was observed that the display was dim with a pinkish contrast. In addition, the bolus button cover was damaged.